Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was not implanted successfully due to unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental report is being filed to correct the adverse event/product problem and outcomes attrib to adv event.

Event description:
It was reported that this lead was not implanted successfully due to unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported. Additional information indicates that this lead was not implanted successfully due to difficult coronary sinus access. This lead would also not go out far enough and ended up losing access. This lead was never in service. No adverse patient effects were reported.